Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with ending therapy during the initial drain on the homechoice machine (hc). The caregiver (cg) stated they found air bubbles in the patient line. The technical service representative (tsr) assisted the cg to start over with new supplies. The cg was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated that they did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.